Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: secondary infusion was set for 2 hours and the bag of sodium phosphate was almost empty an hour later. After review of the pump, this is likely related to a back check valve failure. Patient effect: no harm reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary infusion was set for 2 hours and the bag of sodium phosphate was almost empty an hour later, after review of the pump, it is likely related to a back check valve failure. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: secondary infusion was set for 2 hours and the bag of sodium phosphate was almost empty an hour later. After review of the pump, this is likely related to a back check valve failure. Patient effect: no harm reported.